Manufacturer narrative:
Investigation summary: "material #: 367376. Lot/batch #: 2152349. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter - insect was observed. Bd was not able to determine where or when the insect may have entered the tube. The manufacturing site utilizes pest bait boxes, electronic flying insect killers, and is visited by a field biologist twice a year to review our systems and help prevent pests. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter - insect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter - insect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer found a fly in the tube. The following information was provided by the initial reporter. The customer stated: ¿finding a fly in the tube.¿